Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy and opted to free-hand the placement of the screw. No details, specific measurements or direction of the inaccuracy, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by the site. Medtronic representative, at the site, tested systems and observed a surgery. Accuracy with the navigation system and o-arm system was good. Performed a navigation system check-out, all areas passed.